Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc3138250, model: sc-2317-50, serial: (B)(6), batch: 19205743/19290906.

Event description:
It was reported that the patient was having difficulty charging the ipg. High impedances on the leads were also noted. The patient underwent a revision procedure wherein ipg and leads were replaced. The explanted devices will not be returned as they were kept by the medical facility.